Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to both power port connectors found slightly loose from the controller housing. However, both ports performed proper mating and lock actions when the power sources were connected and the device was able to pass functional testing. In addition, review of the controller log files revealed several occurrences of premature power switching events prior to the 25% threshold. These premature switching events were most likely caused by a communication error between the controller and batteries. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. An internal investigation has been opened to address this issue; however, this issue is still in the investigative phase. The most likely root cause of the reported power switching can be attributed to a communication error between the controller and batteries. The manufacturer has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that this patient presented to clinic with complaints of power switching between batteries. Inspection of the controller power port connections revealed that both ports were very loose on the side independent of the battery connection. Logs were requested. The patient exchanged to his back-up controller with no reported injury. Investigation is ongoing.